Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through the review of the event history log. The cause of the issue was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during therapy initiated on (B)(6) 2014 at 23:57:47. During night drain cycle four, the patient's ultrafiltration reading was 1412ml, indicating the home patient (hp) drained 1212ml more than their maximum programmed fill volume of 2000ml. No additional information is available.